Event description:
The pt presented to the hospital taking a prescription of metoprolol. The drug was stopped prior to implant and restarted prior to hospital discharge due to the pt experiencing hypotension and near-syncopy. Prior to hospital discharge, the pt experienced vt (ventricular tachycardia). The device delivered high voltage therapy and converted the arrhythmia. The pt was evaluated by hospital staff and discharged. Then reported the device delivered inappropriate high voltage therapy into the pt's svt (supra-ventricular tachycardia). The high voltage therapy accelerated the pt's rhythm and the device was unable to convert the rhythm with successive shocks. Electrograms display that the pt remained in the accelerated rhythm and later expired.